Event description:
Reportedly, pt expired after an implant date of 2007 due to unk reasons. Unk if pt death is device related. Date of pt's death and implant duration is unk.

Manufacturer narrative:
Device not returned.